Event description:
Customer reported that the blood glucose had been running high. She reported that she noticed air bubbles and changed the set, but that she found air bubbles again and that the blood glucose was still high. The blood glucose reading was 161 mg/dl. The air bubbles she found were in the reservoir. She stated that the air bubbles were at least half an inch in size. She stated that she may have rewound the insulin pump with the reservoir in place. She was advised to prime out the air bubbles. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.